Manufacturer narrative:
B3 unknown, d4: UDI (B)(4), d3, g1, and g2 email is: regulatory.responses@icumed.com. One device was returned for analysis. Visual inspection showed scratched lens, bent latch lock, damaged dso seal, and a worn uso seal. The tamper seal was broken. Review of the event history log (ehl) showed upstream occlusion and downstream occlusion alarms. A functional test was performed and the reported issue was not duplicated, however multiple alarms were found in the event log. The cause was due to intermitted uso and dso sensors. As a result, the uso and dso sensors were replaced. A service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the pump exhibited a high occlusion. No patient injury was reported.